Event description:
As reported, the nxt platform (sn (B)(6) lluminated the yellow alert triangle during the patient call. Crew stated no obstructions were noted to the nxt platform vents, but the patient was on a gurney. The performance report from the nxt platform indicated a fault 1270 (surface temperature sensor fault) and fault 1290 (fault_analog_motor_over_temp) messages. The patient's status information was requested but the customer did not provide a response.

Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released the reported complaint that the autopulse nxt platform (sn (B)(6) stopped compressions and illuminated the alert yellow triangle indicator was confirmed in the archive data, but not reproduced during functional testing. The autopulse nxt platform functioned appropriately and performed as intended. Based on the archive, the platform stopped compressing due to fault 1290 (fault_analog_motor_over_temp) and fault 1270 (surface temperature sensor fault). As a preventive precautionary measure, the dual thermistor assembly was replaced to address fault code 1270. A visual inspection of the returned autopulse nxt platform revealed no physical damage. Based on the archive log review, the nxt platform was used for a treatment session lasting 19 minutes and 11 seconds (1531 compressions) on the event date. After 19 minutes of compression, an alert 120 (alert_analog_motor_temp) warning occurred. The session ended when the motor temperature exceeded the thermal limit, reaching 110°c, triggering fault 1290, which stopped compression and illuminated the yellow alert triangle indicator. The temperature inside the enclosure continues to rise to 59 °c, triggering fault 1270. The user attempts to power off and on the nxt platform multiple times to clear the alert warning. However, the enclosure temperature remains high at 55.8 °c. This will continue to trigger the fault 1270. The likely cause of the nxt platform stopping compressions and displaying the alert yellow triangle indicator is the motor temperature reaching 110°c, which triggered fault 1270 and fault 1290 and stopped compressions, confirming the reported complaint. This serves as a safety feature that performed as designed. The high-temperature limit may have been reached because the device required more energy to compress a larger patient, resulting in increased motor heat that exceeded the 110 °c thermal limit. The autopulse nxt platform passed preliminary functional testing without any faults or errors. Subsequently, the nxt platform was tested using a large zoll torso fixture (lztf) without faults or errors until the battery was discharged. However, during the second compression test using the lztf manikin, the nxt platform operated for 3 minutes before the device stopped compressing due to fault code 1290. The internal motor temperature reached the maximum allowable 110°c, triggering fault 1290 and stopping compression. This is a safety feature that performed as designed. Fault code 1270 was not confirmed during the functional testing. Nevertheless, the dual thermistor assembly was replaced as a preventive precautionary measure. Following service, the autopulse nxt platform passed the run-in and final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse nxt platform with the sn (B)(6).